Event description:
Caller reported cgm error 42 related to g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer successfully reset the pump with guidance from technical support, and the sensor session was started without further issues.